Event description:
The pt awoke on 12/17/1998 feeling fine. At 10:00 am, he began feeling nauseated and vomited; it was suspected he had contracted the flu from his father. He was unable to eat the remainder of the day, consuming only fluids. His blood glouse on his fasttake meter was 116 mg/dl at 2:33 pm, at which time he was experiencing hyperglycemic symptoms (nausea, vomiting, excessive thirst, weakness). Another blood glucose at 6:43 pm was 66 mg/dl. The pt's condition worsened. He was tested with "ketosticks" at 7:35 pm, the result was "high" ketones, with a subsequent blood glocose test performed on his one touch profile meter of "high". He was transported to the ER where at 8:00 pm, his laboratory blood glucose reading was 1008 mg/dl. The pt was admitted with a diagnosis of diabetic ketoacidosis and treated with IV insulin and antibiotics (possible strep throat). He remained hospitalized at the time of the call. It was further reported that the pt was non-complaint in testing his blood glucose. He was to test 4 times per day, however, would go 4 to 5 days without testing. Based on this, the pt's dr agreed to allow him to test on thursday and friday only, 4 times per day. Quality checks and meter memory review could not be performed at the time of the call because the pt "had done something with the meter" and it could not be located.